Event description:
Reference number (B)(4). Event occurred in the united states on 6th oct 2024, it was reported that the infusion set cannula was kinked leading to high bg. The infusion set was in use for 3 or more hours after insertion. The location of site was left arm. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.